Event description:
It was reported that there was a power on reset (por) condition a week after revision. The patient was not able to adjust stimulation and saw a display showing ¿call your doctor¿ icon. Follow-up is being conducted to obtain patient information, patient symptoms and outcomes, and actions taken.

Manufacturer narrative:
(B)(4).